Event description:
It was reported a pump turned off during patient use. There was no patient harm noted. Although requested, further information not provided.

Manufacturer narrative:
Sample inspection: no instrument seal was observed on the device. Both iui connector contact pins were found to be dull. Debris and corrosion was also observed. The plastic isolation ribs on the right male iui were observed damaged. The left (female) iui was observed with corrosion. Rear case was observed as a non-bd part. All other possible replacement parts were observed to be bd parts. Bezel date:(B)(6) 2019 iui date codes: male ¿ 06/19 ¿ female 06/19 log analysis results: a review of the pump event log identified an infusion of unknown medication was programmed on (B)(6) 2021 at 3:22:01 am and started. This was the only infusion that resulted in a channel malfunction and is suspected to be the date of event. The logs revealed the pump module alarming for an air in line 1 time and patient side occlusion 3 times. The device had a channel malfunction alarm at 12:17:49 pm. The device was channeled off by the user at 12:23:10 pm. Test results: a test infusion was performed on the source pump module. The infusion test spanned a 5 day time period. During infusion testing there were no irregularities observed. Results from the iui test method (dir (B)(4) performed on the customer returned device did not result in any channel disconnections / malfunctions while performing ambulation testing when devices were connected to the lab pcu. Physical agitation was also performed on the device with no alarms or anomalies observed. Preventive maintenance was performed on the returned pump module through the use of asm (version 9.8.1) passing all sections and showing the device working as intended. The source pump module¿s air detection system was tested using the air in line threshold test protocol (doc (B)(4). Testing performed found the source pump module¿s air detection system operating in specification. Test methods: 1503-001-016-r (00) iui test method 1503-001-002-r (00) air in line threshold test method device history review: a review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the s/n (B)(6) which confirmed there were no similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s experience that the pump module shut down and stopped infusions was the result of a channel error related to the air in line circuitry. Because it was not reproduced, an exact cause could not be determined. The customer¿s report that the pump turned off during patient was confirmed but not replicated during testing. ¿ a review of the pump event log identified an infusion of unknown medication was programmed on (B)(6) 2021 at 3:22:01 am and started. This was the only infusion found that resulted in a channel malfunction which is suspected to be the date of event. The logs revealed the pump module alarming for an air in line 1 time and patient side occlusion 3 times. The device had a channel malfunction alarm at 12:17:49 pm. The device was channeled off by the user at 12:23:10 pm. ¿ infusion testing performed on the returned devices found no irregularities. ¿ results from asm preventive maintenance found the device in good working condition and operating in specification. ¿ a thorough inspection of the pump module¿s air detection system was performed and found no irregularities. ¿ the air detection system was tested using the air in line threshold test protocol (doc (B)(4). Test results, consisting of a single air bolus detection testing and accumulated air detection testing demonstrated the air detection system operating in specification. ¿ the device was being used for treatment.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Device received.

Event description:
It was reported a pump turned off during patient use. There was no patient harm noted.